Event description:
A report was receive that the patient was experiencing pain at the ipg site. The patient was treated with patches and creams.

Manufacturer narrative:
(B)(4).

Event description:
A report was receive that the patient was experiencing pain at the ipg site. The patient was treated with patches and creams.